Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the terminal corrosion of the video connector socket could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during a diagnostic procedure the video system center display a b30 (scope communication) error message along with a damaged connector. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed due to terminal corrosion of the video connector socket. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.